Manufacturer narrative:
(B)(4). The device was manufactured in 1995. Photos of the iw930 warmer head were provided to fisher & paykel healthcare for evaluation. An investigation was carried out based on the event description and a visual examination of the photographs provided by the customer. Results: the photographs of the warmer head show the damage consistent with the event description. A lot check revealed no other complaints of this nature for units manufactured in 1995. Conclusion: the iw930 is a mobile warmer can be damaged during transport. Furthermore, the warmer head can be rotated for use, making it susceptible to impact damage from collisions with hospital doors or walls. The observed damage is consistent with impact damage, possibly caused during transport of the warmer from one location to another. Based on the photographs provided, it is likely that the warmer head had been impacted and cracked. The cracks widened over time, eventually causing pieces of the plastic case to break off of the head.

Event description:
A hospital in (B)(6) reported that the plastic on the heater head of an iw930aek cosycot infant warmer had cracked. The hospital reported that some of the plastic pieces had fallen off of the head. The reported damage to the heater head was observed before patient use.